Manufacturer narrative:
E1: initial reporter address: 4815 executive park CT ste 103. The device was received for evaluation. During functional testing, constant upstream occlusion was reproduced during infusion. A review of event history log revealed multiple occurrences of upstream occlusion alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.